Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the sys froze after rebooting images were missing. There is no report of injury or death associated with this event.